Event description:
It was reported that during the aneurysm procedure in the left anterior cerebral artery (aca). When advancing the subject stent through the introducer sheath into the proximal end of the microcatheter, resistance was encountered and found the stent could not be pushed forward. Upon withdrawing the delivery wire, it was found that the subject stent had become deployed inside the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.